Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (concentration and dose unknown by the reporter) via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 it was reported that in (B)(6) of 2012 the patient was feeling sick after a refill. Per the patient, it was a hot 100 degree day and she was walking out of a store after her refill when she started feeling so sick and dizzy; the symptoms came on suddenly. Her spouse took her to the ER (emergency room) and the pump was turned off. On (B)(6) 2012, the pump was replaced. The surgeon told the patient that it looked like "debris" had gotten into the port. The "debris then got in the pump and looked like it blew off the tubing and the rest of the debris jammed in the tubing". The surgeon told her she was lucky the "whole lot of morphine didn't dump big time". The issue was resolved. The troubleshooting/diagnostics performed, the actions/interventions taken and the cause of the event were not reported. Further follow-up is being conducted to obtain this information as well as additional details regarding the event. If additional information is received, a follow-up report will be sent.